Event description:
Pt was receiving chemotherapy via lifeport venous access and experiencing problems with administration - cxr in physician's office - revealed fractured catheter with catheter tip in rt heart. 7/11/97 - extraction of catheter tip from heart using rt soldinger technique 7/22/97 removal of partially severed lifeport catheter and lifeport base.